Event description:
The complainant alleged that they were cardioverting a pt (age, gender, and weight unk) when the device inappropriately shut down. The complainant was able to obtain another device and continue the procedure. The complainant indicated there was no adverse effect to the pt as a result of the reported malfunction.